Event description:
As reported by the user facility: the nurse opened the vent on the top portion of the tubing and that vent cover came off, nursing was advised not to vent. This tubing malfunction essentially made the bag no longer a close system. It started leaking and the nurse panicked and used his thumb to try to stop the leak. This lead to chemo going down his gloves, gown, and some on his feet. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Five (5) photographs and one used sample was provided for evaluation. The photographs and samples were visually evaluated. The photographs showed the set coiled, a photograph of the packaging, and a photo showing the location of the detachment. During visual evaluation of the physical sample, it was observed there was detachment at the proximal backcheck valve and y-caresite. The sample came together as shown in the picture however during the evaluation it easily became detached with no signs of solvent. The reported defect was confirmed. Incidents of this nature are attributed to operator oversight during the solvent application process of the product. Although our training procedures ensure that all our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. As a result of this occurrence awareness training was performed. A formal awareness training session was conducted with all applicable personnel involved in the assembly and inspection of this product. The purpose of this training was to review the reported incident and to ensure all personnel understand and comply with the established assembly and inspection processes. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.